Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: the customer did not provide bd with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that after use with an unspecified bd blood collection tubes there was a low draw. The following information was provided by the initial reporter: (4 of 16 complaints) it was reported that the tube was underfilled.